Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon receipt of additional information from the reporter, it was confirmed that the event was related to trocar port (cannula hub assembly) being broken, which does not meet criteria for regulatory reporting. Hence, as per re-assessment, no further report will be scheduled under mfg report number 1644019-2025-04248 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocar was broken and could not be removed from needle before vitrectomy surgery. The surgery was completed on same day. It was unknown how the surgery was completed. There was no information about patient impact.